Event description:
A surgeon reported that a sleeve had a broken fragment or shard at the inner face of the syringe. She also reported that this has been noticed during 4-5 surgeries. The pt impact is unk. Additional info has been requested but not received to date.

Manufacturer narrative:
A sample has been received and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).